Event description:
It was reported that the patient had a nevro ins and was having a medtronic ins implanted due to failed therapy with the nevro ins. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).